Manufacturer narrative:
Due to character limit in e1. Full initial reporter's name: (B)(6). Updated fields: b4, b6, b7, d10, e1, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4 (version or model). A getinge field service engineer (fse) inspected the unit and noted errors related to unexpected restarts and the external temperature sensor not recording logs. It was suspected that the unit may have been positioned against an object in the room, causing it to recirculate hot air. The fse performed a full battery of tests, and no issues were found. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) displayed screen froze. Overheat error. There was no patient harm.